Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was dissatisfied with the placement of the pump. The physician believes that the pump was placed in the correct position; however, a thick scar tissue capsule had formed around pump, making it difficult to inflate. A surgical procedure was performed during which the momentary squeeze pump was removed and replaced with a new tenacio pump. No patient complications were reported.